Event description:
It was reported the patient had an eroded modular cable and did not return to have it repaired. The reason was because the opposite portion of their modular cable was eroded and could not be replaced; the side that was connected to their driveline, and pump.

Manufacturer narrative:
Section d4: lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be submitted under MFR # 2916596-2025-00794. The manufacturer is closing the file on this event.

Event description:
It was further reported that patient originally presented a communication fault back in (B)(6) 2024, was scheduled for a driveline cleaning, but left against medical advice before the cleaning could be performed. Driveline cleaning was performed on (B)(6) 2025 with a modular cable exchange. This event was determined to be supplemental information to manufacturer report number 2916596-2025-00794.